Event description:
A falsely elevated digoxin result was obtained on a patient sample. The result was reported to the physician. The patient was given digibind. The sample was repeated with an alternate method and a lower result was obtained. There was no report of any adverse health consequences as a result of the falsely elevated digoxin result.

Manufacturer narrative:
Other samples from the same patient were run for troubleshooting. Consistent elevated results were obtained with the dimension dgna method. This is consistent with a heterophilic interference. The instrument is performing within specifications. No further evaluation of the device is required.